Event description:
New information notes that the asymptomatic patient presented with right ventricle lead exhibited noise. The right ventricle lead was capped and replaced on (B)(6) 2022. Patient was stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. Upon review, the right ventricle lead exhibited over-sensing noise and low pacing impedance episodes. Programming changes were made on the device. Patient was stable.